Event description:
On 06/18/09, during device evaluation by baxter the pump head module keypad on a colleague triple channel volumetric infusion pump, was found to be intermittent. There was no patient injury or medical intervention necessary according to the hospital representative. This device utilizes user interface module master software (B) (4) that is categorized as unremediated.

Manufacturer narrative:
Evaluation summary: the condition of the pump head module keypad (which contains the channel select and stop key) was confirmed to be intermittent. The pump head module keypad was replaced to correct the reported condition. There is an ongoing CAPA investigation, (B) (4) associated with this report. (B) (4)